Event description:
(As reported by user facility on (B)(6) 2011) title: xxxxx. Event desc: the bed-check alarm was on pt's bed. The pt had both legs hanging off the side of the bed and the bed-check was not alarming. The bed-check was plugged in and had passed the qa check. After inspection by bio-med the bed-check main unit was functioning properly. But the mat the pt was laying on was not working and did not sense weight. If mats are bent or folded at any point, the sensors can malfunction. MFR response for bedcheck, bedcall (per site reporter). Bed-check had the diagnostics run on it. Device usage problem: device malfunction, that is, the device did not do what it was supposed to do.

Manufacturer narrative:
(B)(4) received suspect pad on (B)(4) 2011. Investigation of company records indicated that reported serial number for the monitor was not used by shs. F/u with reporting facility indicated that suspect monitor was a bedcall model bc-05, mfg by ultimate safety inc., (B)(4). No products of (B)(4) were involved in this incident.